Event description:
Customer reported the system will not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the hospital power transformer was not set up correctly. System operates as intended.